Event description:
It was reported that after the catheter was placed, a few hours after starting the infusion, it was noticed that the catheter connector was detached from the oversleeve. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2011 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed, a few hours after starting the infusion, it was noticed that the catheter connector was detached from the oversleeve. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached nxt connector is inconclusive due to the state of the returned sample. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. No damage was observed on the returned sample, and the connector pieces were found to be returned not assembled. The compression sleeve within the distal connector piece appeared to have been advanced. When an attempt was made to assemble the two connector pieces, a quiet but audible click was heard, and the connection was found to be strong. A microscopic observation revealed no damage on the barbs of the locking arms of the proximal connector piece prior to assembly of the connector. No notable gaps were observed between the connector pieces when they were assembled. The distal connector piece was dissected, and the internal compression sleeve was observed to be advanced quite far into the tapered region of the locking mechanism. The returned connector pieces were measured and were found to be within specification. While no defects were found in the returned samples, other conditions and complications encountered during the assembly process of the nxt connector pieces were unable to be identified from the returned samples. Possible causes of a detached groshong nxt connector include improper assembly, premature activation of the compression sleeve within the distal connector piece, and excessive force applied after assembly of the connector pieces. H3 other text : evaluation findings are in section h.11.